Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right atrial lead exhibited low impedance and noise leading to inappropriate mode switch. The physician is aware of the malfunction and has been monitoring the lead since 2016. Patient refuses remote follow-up and has follow-up in clinic every 6 months. Patient is in poor health and at this time not interested in replacement of atrial lead. Would continue to monitor patient. There were no patient symptoms.